Event description:
Customer reported acting up on own. Mapping subtractions and all buttons on panel are flashing. Tried to reboot, does not help.

Manufacturer narrative:
Gehc svc personnel troubleshoot and order parts. Replace control panel processor and control panel I/o board. Check sys operation by booting and making test exposures. Sys performs as intended.